Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer performed a lamp change, reaction cuvette change, washing solutions, auxiliary reagents replacement, and dissolution of calibrators and control aliquots. The field service engineer found the nozzle of the washing station was obstructed and he unclogged the nozzle. He ran checks for the functioning of the washing station and performed calibrations. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results from the cobas pure c 303 analytical unit. The initial result was 81 mg/dl. The repeat results were 160 mg/dl and 220 mg/dl. The questionable results were not reported outside of the laboratory.